Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone was shedding from the tip upon taking it out of the packaging. Device was never used on a patient, damage was noticed during inspection before use.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period. Testing of actual/suspected device: (10 & 13/ 67) the device was returned to the factory on (B)(4) 2021. An investigation was conducted on (B)(6) 2021. A visual inspection was conducted. Signs of clinical use but no evidence of blood was observed on the harvesting device handle. The clear silicone was observed to peeled off and exposing the tip and the middle of the cold jaw. The heater wire was observed to be slightly flexed away at the center of the hot jaw but remained attached at the base and tip. The flexible shaft of the harvesting device was observed to be bent proximal to the base of the jaws. The black shaft covering was observed to be peeled back, exposing the inner portion of the shaft. No detachment of the black shaft was observed. No other visual defects were observed on the harvesting device. Based on the returned condition of the device, the reported failure "peeled" was confirmed and also confirmed for the analyzed failures ¿material twisted/bent shaft", ¿peeled shrink tube". The DHR, shop floor paperwork was requested. The vendor certifies that this device serial/lot conforms to all applicable product specifications.

Event description:
N/a.